Event description:
Staff felt that the exudate was sitting in the base of the wound and device wasn't as effective at pulling exudate through. At dressing change community team noticed odor.

Event description:
Failure to alarm. Staff felt that the exudate was sitting in the base of the wound and device wasn't as effective at pulling exudate through. At dressing change community team noticed odour.